Event description:
The customer reported that the event was found at reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that malfunction of zooming led to the blurry image malfunction. The event can be prevented by following the instructions for use which state: chapter 3: preparation and inspection. Before using the product, ensure that you perform the following preparations and inspections. Additionally, inspect any related equipment used in conjunction with this product according to their 'electronic documentation' or 'user manual.' If the inspection reveals a clear malfunction, do not use the product; instead, refer to page 118, "5.3 sending the endoscope for repair," and send it for repair. If the inspection results suggest any abnormalities, follow the procedures outlined in "chapter 5: handling abnormalities." Warning: using an endoscope suspected of abnormalities can not only prevent it from functioning properly but also potentially damage the equipment or harm the patient or operator. Chapter 5: handling abnormalities. If the inspection described in "chapter 3: preparation and inspection" reveals a clear malfunction, do not use the product. Instead, follow the instructions on page 82, "5.3 sending the endoscope for repair," to have it repaired. If any abnormalities are suspected, refer to "5.1 identifying and handling abnormalities" for appropriate action. If the product still does not return to a normal state, do not use it and contact the endoscope customer service center, our designated service center, or our branch office for assistance. Note that accessories are consumables and cannot be repaired. If an accessory is damaged, please contact the endoscope customer service center, our designated service center, or our branch office to purchase a replacement. Warning: never use the endoscope if you suspect abnormalities. It may not only fail to function properly but could also potentially harm the patient or operator and damage the equipment. If parts of the equipment fall into a body cavity due to a malfunction, stop using the equipment immediately and retrieve the parts using appropriate methods. If abnormalities occur during use, immediately cease using the endoscope and carefully withdraw it from the patient following the procedure on page 79, "5.2 removing an endoscope with abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the gastrointestinal videoscope's zoom did not work and the entire image was blurry. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.